Manufacturer narrative:
Model number/catalog number: 72400024, serial number: (B)(4), batch/lot number: 172028014, model/catalog description balloon, fgs 61-70 cm. Model number/catalog number: 72400098, serial number: (B)(4), batch/lot number: 929586007, model/catalog description control pump fgs. Device evaluation: the complaint component was not returned for analysis so an overall investigation conclusion code of failure to follow instruction was chosen as the problem can be traced to the user not following the manufacturer's instructions on preparing and implanting the device. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral extrusion followed by infection 30 days following the implant surgery. The patient was treated with antibiotics and a cystostomy. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.